Manufacturer narrative:
The reported field event of an unconfirmed death was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-31053, 2017865-2021-31054. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.